Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm for no delivery when it should have. The insulin pump failed the high pressure test during troubleshooting. The blood glucose reading was 16 mmol/l. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete functional testing due to the prime anomaly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.